Event description:
Procedure: lap gastric bypass. According to the reporter: the instrument was used to close the je-junostomy enterotomy. Staples did not form correctly resulting in an open enterotomy along staple line. A small amount of bile leaked into the abdominal cavity and the abdomen was flushed. The surgeon hand sewed to correct the problem. Approximately 20 minutes delay in or time was reported.